Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that it entered the channel due to breakage or deterioration, which resulted in clogging. Identification of the material was silicon-based material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, a foreign object came out of the air/water nozzle. The reported issue (noisy image) was not reproduced during testing. In addition, angulation in the up direction did not meet the standard value and the play of the up/down angulation knob was out of standard due to wear of the angle wire, the adhesive on the bending section cover was cracked and scratched, water removal ability was out of standard due to clogging of the nozzle, and there were scratches on multiple parts of the device due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the subject device appeared on the monitor but was noisy. There was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a foreign object came out of the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign object).